Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 and 4 had failed. The field service engineer (fse) arrived on site and confirmed that no failures were observed. However, the latch on door 3 was proactively replaced, and the switches on door 4 were replaced. Door 4 also had an incorrect cable length, so the cable was replaced as well. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed and displayed error message required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.